Event description:
Medtronic received a report that the concerto coil could not be advanced. The device and any accessories were prepared as indicated in the instructions for use (IFU). The patient symptoms or complications associated with this event are unknown. The patient's vessel tortuosity was unknown. Additional information was received. The procedure was completed by using a new product. It is unknown if the catheter is a medtronic product. The information was confirmed/provided by the physician.

Manufacturer narrative:
H3: product analysis as found condition: the concerto device was returned for analysis within a shipping box, within a sealed plastic biohazard pouch, within an opened concerto inner pouch and within a dispenser coil. The unknown micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: the concerto pusher was found broken at the break indicator with the segments retained by the release wire. The coin was found retracted out of the lumen stop. The shield coil was found undamaged, and the implant coil was already detached and not returned for analysis. Testing/analysis: the concerto device could not be used for resistance testing with an in-house micro catheter due to the damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed. The likely cause could not be determined. The pusher was found broken at the break indicator, indicative of a detachment attempt at this location. However, the customer did not report detaching the device. The release wire and coin were retracted, likely detaching the implant as expected by the detachment subassemblies. As the unknown micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.